Event description:
On friday dec 15th the therapist was working with a pt on muscle re-education using a muscle stimulator. She had set up the pt using reusable conductive self-adhesive electrodes. These electrodes had been used by that pt many times before. They were felt to be sticky enough by the therapist to use again. She placed them (4) on the pt's arm, connected them well to the lead wires on the unit and proceeded to program the unit. Within the first minute of stimulation she noted smoking from the electrode pads, 2 in particular. She immediately turned off the machine and disconnected the pt. The pt felt nothing unusual at all. There was no skin redness or evidence of burn. The machine was checked by maintenance at 4:00 pm that day. No obvious problems were identified. The lead wires are all fine. Rptr concluded that the electrode pads may have been too old to use. They will be implementing a system to more closely monitor how many times they use electrodes with each pt.